Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient received inappropriate shocks for ventricular fibrillation therapy assurance (vfta). It was noted that the right ventricular (rv) lead showed a decrease in r waves, increased capture thresholds and a slight decrease in impedance. The patient's rv lead was found to have dislodged. During a procedure to address the rv lead, it was noted that the right atrial (ra) lead dislodged. The ra and rv leads were revised. A new ra and rv lead were inserted into the existing implantable cardioverter defibrillator (ICD). The new ra lead successfully connected but the new rv could not be connected into the ICD header. The existing ICD was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of inappropriate or inadequate shock was not confirmed while the report of a failure to connect was confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal after right ventricular setscrew was replaced.